Manufacturer narrative:
UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00523.

Event description:
It was reported that a closure top was found to have backed out via x-rays taken one week post-operatively. A revision surgery was performed to remove and replace the closure top. The surgeon believes that the closure top was not tightened adequately during installation. There were no patient impacts reported which occurred as a result of the revision. This is report two of two for this event.

Manufacturer narrative:
The returned handle was evaluated. No failure modes were detected. The complaint could not be confirmed. A review of manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a closure top was found to have backed out via x-rays taken one week post-operatively. A revision surgery was performed to remove and replace the closure top. The surgeon believes that the closure top was not tightened adequately during installation. There were no patient impacts reported which occurred as a result of the revision. This is report two of two for this event.